Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Third party manufacturing site: (B)(4).

Event description:
The end user reported that one seal out of one box was corroded and sharp within less than one day of use especially where she would break the seal apart and pinch back together which resulted in the seal not lying flat and she stated that the sharp edges would dig into her skin which causing pain. Also, she experienced leakage along with skin irritation. She also stated that she was unsure whether her high-volume liquid output or seal contributed but later she felt it was the seal which caused the issue. She used the seal with company's pouch and an unknown company's appliance for about a month. She has discontinued the use of company's seal and currently using another company's seal with barrier strips and stoma powder. No photo is available at this time.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under type of investigation, investigation findings & investigation conclusions. Type of investigation: 3331 - 4114. Investigation findings: 4246 - 193. Investigation conclusions: 4308. H10: investigation summary: this complaint has been evaluated and supplier response was as follows: the returned product was forwarded to our quality control department for full investigation. The report indicated that unfortunately on this occasion we have not been able to replicate the problem described. We trend all complaints and will monitor for similar issues and take appropriate action if needed. The lot number provided b892 relates to coperion bulk batch 11945 and 11947. As per production records in qf19, all the bulk quality control (qc) checks were pass. Elongation was within specification (indicative of stretch/mouldability). The delta production records on qf067 do not show any issues during the manufacturing of the seals. No samples returned for testing. No photo provided. No issue found within the production records; the product was within specification. Based on the customer description, the issue of "sharp edges" seems to be related to storage conditions at the customer, particularly humidity. The seals are turning into a mushy/gel consistency however when stored in humid conditions could harden and become crusty on the edges. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number; reporting site: 1049092; third party manufacturing site: 9681410.

Event description:
To date no additional patient or event details have been received.